Manufacturer narrative:
Investigation is ongoing.

Event description:
Preliminary engineering visual inspection of a returned 14fr esheath revealed that the distal tip of the esheath was found to be split. As reported by our (B)(4) affiliate, during a transfemoral procedure of a 26mm sapien 3 valve in the aortic position, difficulty was encountered during valve alignment as it was difficult to align the valve between the alignment markers. Eventually, the valve was positioned in the annulus and valve deployment was started; however, the commander delivery system balloon did not inflate. The inflation liquid was seen leaking out at the commander delivery system balloon. Therefore, the delivery system was removed as a unit from the patient without causing an injury. Another valve and delivery system were prepared and valve implantation was successfully completed. The patient was in good condition.

Manufacturer narrative:
The 14fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the nose tip and the balloon assembly separated from the delivery system and remained inside the sheath, the liner was bunched at the distal end and the sheath tip was split at the distal end. The separation of the delivery system likely was not related to retrieval difficulties into the sheath and the split tip, but instead likely due to manipulation of the devices after the procedure. Functional testing was not performed as the complaint was confirmed through visual inspection. Dimensional testing was not performed due to the nature of the complaint (split tip). Imaging was provided and reviewed. During retrieval of the delivery system, resistance was noted when the valve was halfway past the sheath tip. Eventually, the valve was able to be completely retrieved into the sheath. No imagery of the events leading up to retrieval difficulty or when the valve was halfway past the sheath tip were provided. During manufacturing and final assembly the sheath is visually inspected for the following: wrinkles, kinks, bends or mechanical damage, circumferential oriented surface defects, protruding/missing material, dents, cuts, cross linking of hdpe across liner, sheath tips with serrated transitions, holes rough surfaces, or tears, presence of scoring and proper scoring on the od and ID. During soft tip scoring and proximal trimming the liner is visually inspected for scored tip, ID scratches in the liner expansion pathway and tears on the soft tip. Additionally, the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The samples were inspected for damage and fragments separating from the tip during expansion. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿sheath distal tip ¿ split¿ was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Available imagery reveals that there was resistance retrieving the crimped valve into the sheath tip. However, the events leading up to the resistance were not captured in the provided cine. The condition of the device suggests that the crimped valve caught on the sheath tip, and that excessive force during retrieval subsequently caused the liner bunching and split tip. The valve could have caught on the sheath tip if it was non-coaxial with the sheath tip during retrieval. Per procedure, the valve should be centered on the flex tip and the delivery system should be locked prior to retrieval, and excessive force should not be used. Additionally, instructions are provided stating that if resistance is felt, it may be because the valve is caught on the sheath tip. In such an event, the valve should be advanced past the sheath tip, and the delivery system should be rotated after ensuring the valve is centered on the flex tip, before trying again. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that procedural factors (non-coaxial retrieval of the valve) may have contributed to the event. However, a definitive root cause is unable to be determined at this time. Review of complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the applicable trend category. No labeling or IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time. Reference mfg. Report #2015691-2018-01169.

Manufacturer narrative:
Reference CAPA-20-00141.